Manufacturer narrative:
(B)(4). Batch # t5e45a. Additional information received from the surgeon: the stapler was put together and staples were deployed and cutter extended all the way, however after opening stapler the last 1-2 cm of staples were all mangled with sharp ends of staples sticking out. It appeared that maybe the cutter had somehow run through the staples. I resected this part of the staple line and over-sewed end of staple line. We opened a new stapler afterwards to complete anastomosis. Device analysis: the analysis results found that the tct75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the staple closure was incomplete. A second like device was used to complete the procedure with no patient consequences reported.